Event description:
Boston scientific received information that this right ventricular (rv) lead had demonstrated multiple oversensed noise episodes with other stable measurements. However, recently fluctuating changes in the pacing impedances have been reported. Measurements ranged from 550 ohms to 1400 ohms to 700 ohms and then up to 1000 ohms. The device was reprogrammed to avoid unnecessary therapies. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
Addtional information was received that the pocket was opened due to the reported right ventricular (rv) lead issues and the set screw was found to be loose. The physician elected to replace the device while they were in the pocket and the lead was inserted into the new device with no issue. There were no additional adverse patient effects reported.